Event description:
It was reported in a general comment that the indeflator was not inflating and was losing negative pressure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the part and lot number was not reported. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI is unknown because the part number and lot number was not provided.

Manufacturer narrative:
H6 correction: investigation findings: removed 213 (no device problem found) and added 170 (manufacturing process problem identified). H6 correction: investigation conclusions: removed 67 (no problem detected) and added 23 (manufacturing deficiency). H11 correction: additional manufacturer narrative: a corrective and preventive actions (CAPA) review was performed and revealed an indication of a product quality issue. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of indeflator product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.